Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to the FDA on: 10/12/2007. Additional information was received on 09/18/2007. A completed questionnaire has not been returned.

Event description:
A surgeon reported, that following bilateral intraocular lens (iol) implant surgery, a pt reports seeing halos. Add'l info, including pt status, has been requested. Left eye MDR #1119421-2007-00414. Right eye MDR #1119421-2007-00415.